Manufacturer narrative:
The customer indicated that the device was discarded. The catalog number provided is the domestic list number that is comparable to the international list number.

Event description:
The customer contact reported a tubing separation. Prior to pt use while priming the tubing set, it was reported the tubing separated from an unspecified location. The tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.